Event description:
It was reported that during an interventional rx acculink stenting procedure in an 80% stenosed right internal carotid artery, after stent deployment and prior to post dilatation, the patient experienced hypotension which was treated with neo-synephrine and lopressor. The patient's condition continued but was stable enough to be discharged home two days post procedure on sudafed 60 mg every six hours as need for hypotension. There was no additional information provided.

Manufacturer narrative:
(B)(4). Concomitant medical products: other: bivalirudin, aspirin, clopidogrel; embolic protection: rx accunet. There was no reported product deficiency. The reported patient effect of hypotension is a known potential adverse event as listed in the rx acculink instructions for use. Although a conclusive cause for the reported adverse patient effect and relationship to the device, if any, could not be determined; there is no indication of a product quality deficiency with respect to manufacture, design or labeling.